Event description:
It was reported that the patient underwent an undisclosed surgical procedure on (B) (6) 2008 and suture was used during the closure. The patient was seen by the physician in "early 2009" and was found to have a wound infection in the area in which the suture was used. The patient had to then undergo numerous medical procedures, antibiotics and therapies. No additional information was provided at this time.

Manufacturer narrative:
(B) (4). (B) (4). Medical procedures. Infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.